Manufacturer narrative:
It was reported two (2) one-link needle-free IV connectors experienced recessed glands. The recessed gland occurs due to the cap being accessed numerous times. The flow rate is between 50 and 100 ml/hour. The patient¿s blood loss is ¿not significant¿ and there was no patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported two (2) one-link needle-free IV connectors experienced recessed glands. The recessed gland occurs due to the cap being accessed numerous times. The flow rate is between 50 and 100 ml/hour. The patient¿s blood loss is ¿not significant¿ and there was no patient injury or medical intervention associated with this event. No additional information is available.